Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 32 mg/dl. The customer also reported that sensor glucose and blood glucose difference was not within acceptable range. The customer's current blood glucose was 74 mg/dl. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.